Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's therapy pads were getting bent and that they were receiving check therapy pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon receipt there was a broken pulse wire inside the distribution node to front therapy electrode cable between ECG-a and ECG-b. The broken wire caused the device to fail to recognize the front therapy electrode. The root cause for the broken wire could not be positively identified, but the broken wire was likely caused by excessive force while pulling on the electrode belt cable. No adverse event resulted from the damaged pulse wire. The pt was issued a replacement electrode belt.